Event description:
The info provided to sjm indicated on (B)(6) 2014, the pt had undergone a procedure, with a retrograde puncture, which was closed using an angio-seal device. On (B)(6) 2014, a 6f angio-seal sts plus was selected for use in the right groin following percutaneous transluminal angioplasty. Due to the prior puncture, a higher antegrade puncture was made and closed using this angio-seal device. During deployment, resistance was felt while tamping down the collagen. Some bleeding was observed following deployment and manual compression was applied. The pt was kept overnight in the hospital and was discharged the following morning after ambulating. Thirty hrs following the procedure, the pt was returned to the hospital in a state of circulatory shock. The pt was diagnosed with a retroperitoneal bleed and was taken surgery for vascular repair. The puncture was observed to be through the inguinal ligament. The surgeon found the angio-seal dislocated during the surgery and believed that by ambulating the pt, the angio-seal was pulled loose. This angio-seal was removed during surgery as well as the initial angio-seal even though there was no issue with it and the pt is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.